Event description:
The ipp was implanted in 1995. Eleven months later, the pump and reservoir were revised. Info received indicates more fluid was added and that nothing was removed or replaced. Info received pt states their device just broke..."all of a sudden, it lost pressure." Info received indicates the entire device was removed from the pt and replaced.